Event description:
The customer reported the monitor is broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated power supply connections. System operates as intended. (B) (4).